Manufacturer narrative:
No button response due to corroded keypad traces. Unit had missing endcap sticker.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons responded intermittently. Customer's blood glucose was 2.9 mmol/l. After troubleshooting customer was advised that insulin pump will be replaced.